Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 42 mg/dl. Juice and carbohydrates were consumed to address bg. Customer alleged pump was delivering insulin after basal iq suspended insulin. Tandem technical support (cts) reviewed pump data and found that the pump was functioning as intended as the basal rate was 0.0 u/hr when the basal iq was enabled. Although multiple attempts were made by cts to follow up with the customer, no reply was received.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values of 40-52 mg/dl were recorded by continuous glucose monitor (cgm) from 8:06-8:16 am on (B)(6) 2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a 2.45 unit bolus for 27 grams of carbohydrates and a bg of 192 mg/dl while still having insulin on board (iob). Additionally, user set several temporary rates during the afternoon on (B)(6) 2019 and (B)(6) 2019 at 200% of basal insulin for 30-60 minutes in duration. Making bolus requests while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.